Event description:
It was reported that the left ventricular lead exhibited a rise in capture thresholds. A chest x-ray revealed that the lead had dislodged. On (B)(6) 2015 the lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).